Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the "suture peel off" (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Handling. When did the event occur? Pre-op, intra op, other? Intra op. Were there any patient consequences? Unkn. Are there any photos available for visual analysis? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Thread was peeling off lot no uabasx no product code given. No product to return this was feedback from (B)(6) the suture was not used complaint logged. The following information was reported: did event happen during a procedure? No. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Suture peeling off. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Ukn. Has the reporter facility indicated there may be legal action? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the suture was peeling off. There were no patient consequences reported. Additional information was requested.